Event description:
Same event as MFR report #3005099803-2009-00143. It was reported that during a colonic stenting treatment procedure, stent deployment difficulties occurred. The "tight" target stricture was located within the tortuous anatomy in an unspecified colonic location. A wallflex enteral colonic 30/25 x 9 230 cm stent was advanced to the target stricture. The physician attempted to deploy the stent; however, the stent would not release from the catheter. The physician removed the stent and unspecified scope from te patient. The physician readvanced the scope and advanced a wallflex enteral colonic 30/25x 12 230cm. The physician attempted to deploy the wallflex enteral colonic 30/25x 12 230cm but encountered the same deployment difficulties as the wallflex enteral colonic 30/25 x 9 230cm. The procedure was aborted and the patient rescheduled for a colostomy surgery to be performed the following day.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.